Event description:
It was reported that inappropriate charges were aborted due to noise. Noise was observed on the ventricular and atrial channel. Insulation break was suspected. Physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.